Manufacturer narrative:
The device is used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record has been requested.

Event description:
A report was received regarding a battery hand piece. It was reported that the trigger to the battery hand piece is sticking. The device was not used in a surgical procedure. The problem was discovered during pre-testing. It was reported that there were no injuries to the user and there was no patient involvement.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Device was received for evaluation, date unknown. Reliability engineering evaluated the device and the reported problem was confirmed. This condition was likely due to normal wear over time.

Event description:
This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product classification code provided. The manufacturing documents were reviewed and no complaint related issues were found.